Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the site was unable to upload images on any of their three systems. The site stated that no changes had been made on their end and they were following the imaging protocol. It was noted that the site was unable to provide any other details or if an error displayed on the system when trying to upload images. No patient involvement was reported.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.